Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they would like to have the stimulator adjusted. It was reported that the stimulation was not going to the right places and it has not been right since implant. It was reported that there have been several adjustments that work while in the office but after 3 days it will change. The patient reported that they have been told by the healthcare professional that they need to have the stimulator adjusted. No patient complications have been reported because of this event.